Event description:
It was reported that a patient had a proximal fibula defect site grafted with resorbable bone void filler "approximately 18-24 months ago." Approximately 3-6 weeks following the index procedure, some wound drainage was observed and the soft tissue was debrided, irrigated, and reclosed at that time. The patient reportedly went on to heal. 18-24 months later ("within past few weeks") the patient returned to the surgeon presenting with swollen, 'angry-looking' soft-tissue overlying the original graft site. The site was re-entered, curetted, and the soft tissue wound closed. No lot information or additional patient medical information have been provided to date.

Manufacturer narrative:
(B)(4). Neither the device nor any applicable imaging films were returned for evaluation and no lot information was provided. Therefore, no review of device history records was possible and we are unable to determine the definitive cause of the reported event.